Manufacturer narrative:
This device was repositioned. The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillator was repositioned during a revision procedure. One patient¿s lead was found dislodged and surgical intervention was needed to resolve the issue. A revision procedure was performed wherein physician successfully repositioned the lead and this device. No additional adverse patient effects were reported.